Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump received a button error alarm. Customer stated she does not recall any events leading to the alarm. Blood glucose level is 139 mg/dl. Nothing further reported.